Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. The device has not been returned to the manufacturer.

Event description:
It was reported that there was liquid leakage from the root of the connector of the cassette¿s tube. The event occurred during the patient use. There was no adverse event.

Manufacturer narrative:
The suspected device was returned for evaluation the device was visually inspected and there were no damages. A functional test was performed and the reported issue was confirmed. The cause of the reported issue is ongoing. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.